Event description:
It was reported that a decrease in performance was observed. In situ testing was conducted on (B)(6) 2015, showing 10 electrode channels with status hi and 2 with status ok. Reportedly, 3 days before the appointment at the clinic the pt fell. The pt was doing well after the accident but it is not known of the impact was on the right or left side of the head.

Manufacturer narrative:
According to the currently available info, it appears there is a problem with the active electrode. To determine an exact root cause a device investigation of the explanted device is necessary. If and when the pt is explanted, the complaint will be reopened.

Event description:
It was reported that a decrease in performance was observed. The pt does not have access to sound from the left implant, the pt is bilaterally implanted. An impact occurred 3 days before the appointment, but it is unclear where exactly the pt hit their head.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report and the reported accident appear to match the damage found. This is a final report.

Event description:
It was reported that a decrease in performance was observed. The patient does not have access to sound from the left implant, the patient is bilaterally implanted. An impact occurred 3 days before the appointment but it is unclear where exactly the patient hit their head.

Manufacturer narrative:
UDI#: (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.